Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged in the 300 mg/dl range. Supply changes were performed to address occlusion or customer cleared alarm without requiring to perform a supply change.